Event description:
An extravasation of non-ionic dye occurred resulting in edema from the elbow to the shoulder. The IV catheter was inserted by a radiologist in the radiology dept and subsequently injected with a contrast media. This facility had recently converted to this type of device from a competitor's product. The physician in question did not attend any of the education sessions for the product. This was the first insertion of this type of device for this physician.